Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed in an attempt to resolve the issue. There was no reported impact to customer¿s blood glucose level. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. The customer reverted to an alternate source of insulin therapy.